Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: (B)(6) 2014.

Manufacturer narrative:
Follow-up # 1 ¿ (09/05/2014). The lay user/patient¿s meter has been returned on 08/27/2014 and evaluated by lifescan product analysis on 08/29/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurately high readings. . The (B)(6) classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 9:00 pm the patient obtained the blood glucose readings of 253 mg/dl and 254 mg/dl on the reported meter, which she claimed were inaccurately high compared to her expected values. Based on these readings, the patient then took her usual dose of novolog insulin, specific number of units not provided. Thirty minutes afterwards, the patient felt her blood glucose level dropped and she experienced the symptom of confusion. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with novolog insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on elevated meter readings and received treatment with food. Therefore this complaint is being reported.